Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that electronic components, such as the printed circuit board in the scope connector, were corroded/malfunctioned, causing the image issue. In addition, massive physical stress was likely the cause of the plastic distal end cover to fall off. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution "turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor". ¦precautions for disappeared or frozen endoscopic image: warning "follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination". 3.8 "inspection of the endoscopic system" ¦"inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal". 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device. This event is detectable by handling device in accordance with the following instructions for use. Operation manual states the detection method of abnormal appearance in chapter 3 "preparation and inspection". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional findings are as follows: the light guide lens was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the bronchoscope had an image issue. The issue was found during a diagnostic bronchoscopy procedure. There were no reports of patient harm.